Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving lioresal (2000 mcg/ml at 510 mcg/day) via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. It was reported the patient presented to the emergency department, on (B)(6) 2019, with fever and increased tone. The patient was admitted to the hospital. A catheter aspiration was performed and completely successful as 1-2 ml of fluid was removed from the catheter access port. The hcp opted to replace the pump and trim the catheter by 1.5 cm of the pump segment. A new connector piece was added. There was no environmental/external/patient factors that may have led or contributed to the issue. The pump and catheter were going to be returned to the manufacture. It was noted the issue was resolved.